Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing inappropriate shock. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited inappropriate shock due to inappropriate interpretation of supraventricular tachycardia as ventricular tachycardia. The ICD was reprogrammed (B)(6) 2020 and the patient was in stable condition afterwards.